Event description:
It was reported by the client that when they record clinic electrocardiograms (ecgs), they "periodically" get "noise or flatlines." The issue happens at all of their workstations intermittently, but does not happen with phone checks. The client has tried changing patient cables/leads. Technical services (ts) provided assistance in resolving the issue by directing the client to minimize the static discharge in the room. The client called back and wanted to try swapping out the modules. Ts did order a replacement for the client. Additional information was received, which indicated that the client stated that replacing the module did not resolve the issue. The client will try the new module in other workstations to see if the issue is resolved. The client will call back to reschedule the pick up of the module. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.